Event description:
The pt underwent stent placement. The cardiologist attempted arteriotomy closure with the closer tsl 6fr device. The device was deployed and closure achieved minimal oozing around the device. The pt was checked 2 and 4 hours post procedure, and no problems were noted. Five hours post procedure the pt developed a 10-12 cm hematoma. Femstop was applied and good hemostasis was acheived. Ultrasound results were negative for the presence of a pseudoaneurysm. The pt recovered without further incident.